Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. P-cap / reservoir will not lock properly due to missing retainer. Device received pump error 37 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the pump and received pump error 37 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that they were able to clear and not able rewind the insulin pump. Displacement verification test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.